Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there were suction alarms and low pump flow although volume status and positioning of the pump had been good. The patient had been in weak condition but became hemodynamically stable, therefore the physician decided to explant the impella cp device. The patient expired afterwards due to overall weak condition. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the returned pump was visually inspected, and no abnormalities were observed. The pump was run in a basin of water and pump flow was 3.7 l/min. The cause of the issue was most likely patient condition related. This report is being filed as part of a retrospective review of historical records.